Event description:
It was reported that the portex endotracheal tube had a leak. It was concluded that the leaking came from the cuff. It was not clear if the cuff was checked before insertion. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One portex endotracheal tube was returned for analysis in used condition. No discrepancies were noted upon visual examination. A syringe was used to inflate the sample while submerged under water; detecting a leak coming from a small tear in the cuff. Relevant documents were reviewed and deemed adequate. Training records were reviewed with operators have been trained to operation have been performed. A review of 32 samples was inspected and tested; finding no discrepancies. Based on the evidence, the complaint is confirmed but the root cause is unknown.